Manufacturer narrative:
It was stated that the power management printed circuit board assembly was replaced, and the device was returned to full functionality. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Additional information was received, clarified by the authorized service provider (asp) that the failure of the pm pcba occurred a week after replacement. This investigation is ongoing.

Event description:
Philips received a complaint on the v60 ventilator indicating that the customer had received power management (pm) printed circuit board assembly (pcba) replacement parts which were burned out. The device was reported to be outside of use at the time of the reported problem. No patient harm reported. The authorized service provider (asp) stated that the boards were burned out and they required replacements sent to them urgently. In a good faith effort (gfe) response from the authorized service provider (asp) received on 10oct2023, it was stated that it was the overvoltage of the power management board burned the board. This investigation is ongoing.